Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 357 mg/dl. The customer treated with manual injections. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer was advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.